Event description:
On 4/29/1999, the facility's purchasing agent informed the distributor's sales rep of the following: opened the device packaging and noted that the vein pick was missing. On 5/19/1999, the distributor's sales rep informed the MFR (MFR.) That the device did not come in contact with the pt. No further details were provided.